Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Review of the device logs showed that the device was unable to recognize the ECG leads, indicating that the ECG leads were not making contact with the patient. Pacing requires ECG leads in order to view the ECG signal on the device. The device was still able to deliver fixed pacing therapy to the patient via the electrode pads, but the ECG signal would not be displayed on the device. The x series operator's guide states that proper demand pacing requires a reliable, high quality surface ECG signal. For best results apply both standard ECG monitoring electrodes and hands-free pacing therapy electrodes to the patient. The logs showed later in the case, that the device recognized the ECG leads connected to the patient and displayed the ECG signal while pacing in lead ii view. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.